Event description:
The patient completed a course of antibiotics that was administered for six weeks. The patient was now stable and the infection resolved; and was "definitely" receiving effective therapy. The type of baclofen currently being administered was clarified as being lioresal.

Event description:
In the last 1-3 months, the patient experienced two episodes of wound breakdown over the location of their pump and catheter. The patient's wound was located at the pump pocket; breakdown of the lateral part of the incision was noted. The wound grew (B)(6). On (B)(6) 2012 the patient was going to an operating room where a "wash out and re-closure" was planned. The patient was hospitalized and was being treated with antibiotics. The pump was delivering baclofen.

Manufacturer narrative:
Catheter model# 8731sc (B)(4) implanted: 2010-(B)(6) explanted:unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: a physician indicated that the patient has had two episodes of pump pocket erosion occur over the course of the last two years; and has had surgical revisions to repair. The last surgical repair occurred 9 months ago and now again in the last couple of weeks, the corner of the pump had eroded through the skin. The patient was noted to have also had infection issues in the past. The patient seen a surgeon and was referred back to the physician to wean him off the drug prior and explant the pump. The pump was noted as currently containing compounded baclofen (2000 mcg/ml). It is unclear as reported if/when a change in the type of intrathecal baclofen (lioresal or compounded baclofen) occurred.